Manufacturer narrative:
Other, other text: additional information was received that the clinical teams have been using the start method to deliver the rest of the medication therefore, under delivery was not noted.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The analysis revealed that the reported issue was able to be duplicated but this is likely expected behavior. The issue was due to the software design of the pump, but the pump is operating as designed. Calibration and functional testing was performed.

Event description:
Information was received indicating that the medfusion 3500 pump was recently updated for a bd 50 syringe but alarm that it's empty even though there's 1-2ml left of infusion to still be given. It didn't matter what programming or syringe type was used. The customer's biomedical department provided that it is a software issue as it seems every syringe is affected, regardless of brand or syringe size. It was also reported that prior to the recent syringe library update, this issue was not observed. There were no adverse events reported.